Event description:
A copy of the medwatch report from FDA was received, which states, ¿ patient was a direct admit to intensive care unit from an outlying hospital, admitted and started on propofol on arrival to intensive care unit programmed at 25 mcg/kg/min for 55 kg patient alaris channel (biomed #10706) visually looked like it was dripping very quickly and approximately ¾ of bottles was empty by bedside rn and clinical lead. Immediately stopped and switched to different channel which was working appropriately. Systolic blood pressure in the 80's at this time. Intensivists immediately notified. Fluid bolus ordered by physician. Nursing manager also notified and given channel. Per the hospitals biomedical engineers, this alaris IV pump was part of the recall remediation process carried out by bd during the month of july 2023, reference alert# a34232, 34240, 35316. According to the report, this pump passed all test and was returned to service by them, without restrictions. The IV-pump module does not save settings information for the drug program/ delivery. When the hospital's biomedical engineers downloaded the logs for the alaris pcu and pump module collaborating with pharmacy and ICU nursing staff, they were able to corroborate that the reported infused volume corresponds to the programmed delivery. When subtracting the alaris cpu pump system reported initial volume, the discrepancy noted by pharmacy was resolved, therefore no errors occurred. Without having all the modules and IV set, biomedical engineers recommend having the two pieces of equipment sent to bd for their analysis. Ceid #(B)(4) asset tag: (B)(4)." Additional information was received from the customer. It was reported the infusion was programmed for the patient's weight, with no mention of drug library use. When the event was discovered the patient's systolic blood pressure was "in the 80's". The medication was discontinued and a liter of lactated ringers was given. Lab work was ordered and the hypotension resolved within thirty (30) minutes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an over infusion of propofol was not confirmed with the log analysis or was replicated during the investigation. ¿ the log analysis showed an infusion of propofol at 10mg/1ml was started on the date (B)(6) 2024 at the time of 12:55 pm. The infusion was started at the default dose of 5 mcg/kg/min (rate=1.65ml/h) with the patient weight entered at 55kg. The volume to be infused (vtbi) was set at 50ml. ¿ the dosing was titrated upwards three times within a few seconds after the infusion of propofol was started. The dose entries were 18, 20 and 50 mcg/kg/min with the final dose increasing the infusion rate to 16.5ml/h. ¿ the dose was decreased to 25 mcg/kg/min (rate=8.25ml/h) at the time of 1:01 pm with the volume infused recorded at 1.529ml. ¿ the propofol infusion was manually terminated at the time of 1:26 pm with the volume infused recorded at 4.935ml. No more infusions were recorded performed on (B)(6) 2024 with the suspect pump module. The pump module was recorded removed at the time of 1:27 pm. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. O the pcu event log could not determine why the propofol infusion that was programmed to infuse for approximately 5.88 hours was terminated early after only infusing for approximately 25 minutes. ¿ the inspection and testing process did not find any existing malfunctions with the suspect pump module, and it infused within specification. O per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the administration set was requested but was not returned; therefore, it could not be inspected or tested. Root cause: the root cause for the reported issue that there was an over infusion of propofol was not identified during the investigation. The suspect pump module was found to be infusing within specification with no observances of unregulated flow occurring. Note that this report lists imdrf annex a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿ patient was a direct admit to intensive care unit from an outlying hospital, admitted and started on propofol on arrival to intensive care unit programmed at 25 mcg/kg/min for 55 kg patient alaris channel (biomed #(B)(4)) visually looked like it was dripping very quickly and approximately ¾ of bottles was empty by bedside rn and clinical lead. Immediately stopped and switched to different channel which was working appropriately. Systolic blood pressure in the 80's at this time. Intensivists immediately notified. Fluid bolus ordered by physician. Nursing manager also notified and given channel. Per the hospitals biomedical engineers, this alaris IV pump was part of the recall remediation process carried out by bd during the month of (B)(6) 2023, reference alert# (B)(4). According to the report, this pump passed all test and was returned to service by them, without restrictions. The IV-pump module does not save settings information for the drug program/ delivery. When the hospital's biomedical engineers downloaded the logs for the alaris pcu and pump module collaborating with pharmacy and ICU nursing staff, they were able to corroborate that the reported infused volume corresponds to the programmed delivery. When subtracting the alaris cpu pump system reported initial volume, the discrepancy noted by pharmacy was resolved, therefore no errors occurred. Without having all the modules and IV set, biomedical engineers recommend having the two pieces of equipment sent to bd for their analysis. Ceid #(B)(4) asset tag: (B)(4)." Additional information was received from the customer. It was reported the infusion was programmed for the patient's weight, with no mention of drug library use. When the event was discovered the patient's systolic blood pressure was "in the 80's". The medication was discontinued and a liter of lactated ringers was given. Lab work was ordered and the hypotension resolved within thirty (30) minutes.